Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer's blood glucose was above 400 mg/dl. Customer states that they had issues with quite a few air bubbles in lines after the infusion set change. Customer had blood glucose level 435 mg/dl above 400 mg/dl and above 500 mg/dl. The customer reported that they have been treating with the insulin pump. Customer's doctor has no idea about that, customer had ketones in the urine. The customer reported that the blood glucose was over 500 mg/dl prior to call. Customer is also having battery failed alarm daily. The insulin pump will not be returned for analysis.